Event description:
It is reported that customer's insulin pump was suspended and the pump delivered 13 units of insulin. The customer's blood glucose level was 268 mg/dl. The customer was advised to discontinue the pump but the customer declined and stated they did not want the pump replaced. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.